Event description:
It was reported that during a meniscus repair surgery, both fast fix implants were deployed at the same time. The procedure was completed with no significant delay using a backup device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the anchors and suture were detached. The image also confirms the batch number and part number. No physical damage visible. A visual inspection revealed the device was returned outside of original packaging. No physical damage visible to the device. The anchors and suture were detached from the device. The actuator had been fully actuated. A functional evaluation revealed the device functioned as intended. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.